Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that after an injection, the needle detached from the syringe when nurse attempted to withdraw needle from patient. No needle-stick took place. There was no patient or clinician injury reported.